Manufacturer narrative:
The specific bd device, catalog number, and lot number for this incident was not provided by the initial reporter. Without this information bd is unable to determine where the unspecified device was manufactured. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield of a unspecified bd needle disconnected post use leaving the needle exposed, and a healthcare worker suffered a contaminated needle stick injury. The healthcare worker put the guard over the needle and placed in their pocket. Later went to take it out, and place in a specimen container but the needle guard malfunctioned and stuck their finger. There was no report of medical interventions provided for this incident.

Manufacturer narrative:
It has came to our attention that this is not a bd product it was a covidien magellan needle.